Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The lamp error e105 means short circuit detection or led disconnection. Omsc concluded that the the reported event that a lamp error e105 occurred may have been caused by a temporary contact failure of the connector contacts of the led unit. And there is possibility that the color of the endoscope image was defective because one of the lighting leds (w-led, v-led) did not light up. Omsc determined that the reported phenomenon could not be reproduced by olympus thailand co., ltd. (Oth) because the contact failure was resolved by vibration during transportation and movement of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) tested the device for 4 hours but the reported phenomenon was not reproduced. (B)(4) inspected the inside of the device, but found no abnormality in the led lamp, so the device was returned to the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, a lamp error (e105) occurred and the color of the endoscopic image was distorted. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.